Manufacturer narrative:
(B)(4).

Event description:
As per the customer the t-handle broke during surgery due to normal hand pressure applied during reaming. It was reported that no injury to the patient or surgical delays occurred.